Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/10/2017. Device returned to manufacturer? Yes. The intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
But the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 25.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to a mechanical complication and refractive surprise. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with the same model, but different diopter (22.5). No additional information was provided.

Manufacturer narrative:
Additional information received reported the initial reason for the explant due to mechanical complication, meant the patient experienced an unexpected refractive outcome / refractive surprise and they refer to this as a mechanical complication of the lens. (B)(4). All pertinent information available to abbott medical optics has been submitted.